Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a1502027 captures the reportable event of stent difficult to remove. Imdrf patient code e0506 captures the reportable event of minor hemorrhage. Imdrf patient code e2342 captures the reportable event of multiple organ failure imdrf patient code e1002 captures the reportable event of abdominal pain imdrf impact code f2202 captures the reportable event of endoscopic attempts to position the stent imdrf impact code f2203 captures the reportable event of imaging showed a migrated stent

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted in the bile duct to address a persistent bile leak during a procedure performed in (B)(6) 2023. In (B)(6) 2024, the patient returned to the hospital for stent removal. During the procedure, the stent appeared broken, with the proximal part having migrated and passed out of the patient. Subsequently, the patient experienced bleeding, and a second stent was placed to achieve hemostasis. The first stent remained implanted. On (B)(6) 2024, the patient returned again for stent removal. During an endoscopic retrograde cholangiopancreatography (ercp) procedure, both stents were successfully removed using ped biopsy forceps. A spyglass was used to check for any retained product, and the procedure was completed. No patient complications were reported during the second stent removal. A photo of the complaint device was provided, showing two stents outside the patient. The first stent was broken in half. Note: it was reported that the wallflex biliary stent was implanted for a persistent bile leak. However, the wallflex biliary rx fully covered stent system instructions for use (IFU) state: "the wallflex biliary stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstruction prior to surgery, the physician did not follow the labeled indication.